Manufacturer narrative:
Additional information in section b5 describe event or problem.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the preparation of the sheath valve leakage was noted. The sheath was then replaced with another faradrive sheath to complete the procedure. The procedure was completed successfully. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported that a pump was used for irrigation. Slow drip of saline was leaking from the valve. The sheath was not inserted into the patient body when the leak was observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the preparation of the sheath valve leakage was noted. The sheath was then replaced with another faradrive sheath to complete the procedure. The procedure was completed successfully. No patient complications occurred. The product was received for analysis. It was further reported that a pump was used for irrigation. Slow drip of saline was leaking from the valve. The sheath was not inserted into the patient body when the leak was observed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the preparation of the sheath valve leakage was noted. The sheath was then replaced with another faradrive sheath to complete the procedure. The procedure was completed successfully. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.